Event description:
It was reported that occlusion alarms occurred. Multiple follow up attempts were made by tandem customer technical support (cts), however no response was received by the customer. Customer¿s blood glucose level was 400 mg/dl

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.